Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented to the emergency room for ventricular fibrillation. An interrogation of the implantable cardioverter defibrillator revealed that the episode was under-sensed. Further information was requested but not received.